Event description:
The rptr stated that rptr did meter to lab comparison tests, within a few minutes. Rptr's meter read hi, and the hcp meter (one touch) reading was 139 mg/dl. Rptr's meter had been giving results in the 400's with no symptoms of high blood sugar. Rptr did not have control solution to test the strips. Rptr stated that rptr had checked the confirmation dot for enough blood. No harm was alleged.